Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the wash concentrate bottle in the unicel dxc 600i synchron access clinical system was overflowing and leaking. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and noted wash solution canister not filling errors followed by pressure errors and wash concentrate bottle overflow. Fse replaced wash solution canister float switch and primed instrument to verify that canister was properly filling and draining. Repair was verified per established procedures and results met published performance specifications. (B)(4).